Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 indicating that there was a power delivery test error. The device being out of warranty resulted in the customer refusing philips servicing. A third-party service repaired the device and therefore, the actual repair details with root cause are not known. No further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.